Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: customer reported brush stuck/broken in channel. The customer stated [the brush] is stuck in air/water channel, verified with borescope. Therefore, we checked the returned unit and confirmed that the suction channel accessory. Based on the result, we concluded that it was caused due to the excessive force applied on the suction channel. In addition, we confirmed that the lg cable connector leaky; however, it is not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
(B)(4). The user facility responded to a good faith effort via email on 03-dec-2021 and stated the failure occurred during reprocessing on (B)(6) 2021, and there was no patient involvement. The cleaning brush which became stuck in the endoscope was a pentax medical tri-bristle endoscope cleaning brush model cs-6021t, unknown lot number. The customer owned endoscope was received by pentax medical for evaluation on 23-nov-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint of stuck accessory and documented the following inspection findings: accessory stuck in suction tube, failed dry leak test, failed wet leak test, leak at pve connector, air/ water socket cylinder o-ring chipped, right/ left brake knob retaining nut cover cracked, customer complaint confirmed. The device underwent repairs including the following components: suction channel lg, rl lock knob retaining nut cover. The endoscope was delivered to the customer on 02-dec-2021 under delivery order (B)(4). Model ec-3890li, (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 22-nov-2021, a device history record(DHR) review for model ec-3890li, (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 23-jul-2008 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 23-jul-2008. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. This report is being submitted for the pentax medical video colonoscope model ec-3890li, (B)(4). MDR 9610877-2021-01848 is being submitted for the pentax medical cleaning brush, model cs-6021t , unknown serial number.

Event description:
Pentax medical was made aware of an event which occurred in the united states within the pai region. A customer reported the brush was stuck in the air/water channel, verified with borescope, involving pentax medical video colonoscope model ec-3890li, (B)(4). The issue was observed during reprocessing, no patient involvement or injury reported.